Event description:
Anaphylactic reaction characterized by faintness, shortness of breath, and generalized rash. Patient was admitted to intensive care unit of hospital, however reporting physician does not know what medications may have been proscribed there.